Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Mfg site name - endochoice. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2017. According to the complainant, the tip of the brush broke off inside the scope. The scope was sent for repair because of the event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.